Event description:
It was reported the external pulse generator (epg) powers up and shuts off. The epg was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Main printed circuit board found out of electrical specification. Upper and lower cases, side bail covers, and ring cover are broken. Heart lead flex is broken and contaminated. Side bails and ring are missing.